Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received a questionable high troponin t hs result for one patient from the cobas e 801 module. The patient's symptoms at the time of hospital addition were pressuring/clenching and piercing pain in the central chest radiating into both arms, feeling of wakened/withering left arm and some radiance up towards the neck area. These symptoms had lasted for four days. The initial troponin t hs result was 128 ng/l and was reported outside of the laboratory. The patient was diagnosed with nstemi and was treated with brilique, asa, lipitor, and somac based on the initial result. An EKG and thorax x-ray were performed on the patient and were normal. The doctor called the laboratory and requested repeat testing after a second sample collected later in the day had a troponin t hs result of 4 ng/l. The repeat results were 3.02 ng/l with a data flag and 4.28 ng/l. A corrected result of 4 ng/l was reported. After the repeat results, they stopped treating the patient with double platelet inhibitors and lipitor. The patient's final diagnosis was unspecific gastritis, but the patient scheduled to be examined further because of hereditary cardiovascular disease. The patient is "currently fine" and has no further indication of coronary problems. There was no allegation of an adverse event. The reagent lot number was 30565203 with an expiration date of 31-jul-2019. The investigation did not identify a general instrument or reagent problem. The cause of the event could not be determined.